Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during follow up oversensing was noted on the atrial channel. Caller reported that short ventricular to atrial intervals were observed on stored electrocardiograms. The device was scheduled to be reprogrammed.